Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from two negative panel samples as part of internal stability testing, using vitros (B)(6) reagent with a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. Relevant quality control data was not available, therefore the performance of the vitros (B)(6) reagent could also not be evaluated and a reagent issue could not be ruled out as a contributing factor.

Event description:
An ortho quality engineer obtained discordant (B)(6) results from two negative panel samples processed as part of routine stability testing, using vitros (B)(6) reagent in combination with a vitros 3600 immunodiagnostic system. N43: vitros (B)(6) result 16.4 miu/ml (IFU interpretation of positive) versus expected results of 0.0 miu/ml and 0.1 miu/ml (IFU interpretation of negative). N84: vitros (B)(6) result 18.5 miu/ml (IFU interpretation of positive) versus expected results of 1.2 miu/ml and 1.4 miu/ml (IFU interpretation of negative). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant (B)(6) results were obtained as part of internal stability testing and were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Non conformance (B)(4).